Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it helped some when they first got it, but they always had trouble charging it. It would charge a little while and then beep, and they had to reposition it; it took half the day charging! They have not really used it since, as the incontinence is very infrequent anymore! Now they needed an MRI again, and they could not get the device to connect. They are waiting a month for an appointment for them to see if something is wrong with it or if they can get it to work! It has also made an itchy red spot on my butt right where the implant is since they charged everything up again.